Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the battery cap has been returned and evaluated by product analysis on 12/15/2014 with the following findings: visual inspection revealed that the battery cap was intact; no evidence of damage was observed. The battery cap was able to be fully secured to a test pump. The intermittent power issue was not able to be duplicated during investigation with the returned battery cap.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery cap was not able to be secured appropriately to the pump. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no reported symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.